Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the objective lens was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. From the contents written in the instructions for use (IFU) instruction manual at the time of product shipment, it was found that the following chapters described detailed that were deemed relevant to the suggested phenomenon: chapter 6 recommended reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures for endoscopic instruments. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the visera rhino-laryngo videoscope exhibited the tip of the objective lens had foreign object. There were no reports of patient involvement.